Event description:
Electric pagett dermatome did not work properly during procedure for use in split thickness skin graft. Zimmer air dermatome was then used to obtain split-thickness skin graft. Pt's right thigh used.